Event description:
This lead was explanted due to no capture, sensing issues, and inappropriate shocks.

Manufacturer narrative:
This issue was originally reported on (B)(4) 2019. The lead was removed on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.